Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were provided for investigation. A device history review could not be performed as the lot involved in this incident was unknown. Based on the available information, we cannot identify a root cause at this time. Should you experience any issues with our product, examination of the device may provide clarification as to the cause of the reported failure. Complaints received for this device and reported defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text: see manufacturer here.

Event description:
Material no: 50-7500b. Batch no: unknown. It was reported that pleurex drain tube disconnected from the bottle while draining/using the pleurex drain verbatim: pleurex drain tube disconnected from the bottle while draining/using the pleurex drain (B)(6) 2021: company rep patricia maclean responded to my email but did not provide additional information . She is still waiting on a response from the patient.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: 50-7500b batch no: unknown. It was reported that pleurex drain tube disconnected from the bottle while draining / using the pleurex drain. Pleurex drain tube disconnected from the bottle while draining / using the pleurex drain.